Event description:
It was reported that a spectrum infusion pump alarmed system error 105 in the telemetry unit. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom system error 105 alarms through review of the event the history log, but could not reproduce it. The evaluation found that the motor was intermittently seizing, which is known to cause system error 105 alarms. The motor assembly was replaced.